Manufacturer narrative:
Batch review performed on 5 november 2019. Lot 154783: 50 items manufactured and released on 20 jan 2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported events. Additional implant involved: gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630) lot. 182015. Batch review performed on 5 november 2019. Lot 182015: 140 items manufactured and released on 8 may 2018. Expiration date: 2023-04-23. No anomalies found related to the problem. To date, 130 items of the same lot have been already sold without any similar reported events. Additional implant involved: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot. 180377. Batch review performed on 5 november 2019. Lot 180377: 117 items manufactured and released on 23 apr 2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, 108 items of the same lot have been already sold without any similar reported events. Additional implant involved: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 180366. Batch review performed on 5 november 2019. Lot 180366: 71 items manufactured and released on 16 apr 2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, 65 items of the same lot have been already sold without any similar reported events. Additional implant involved: gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot. 180308. Batch review performed on 5 november 2019. Lot 180308: 130 items manufactured and released on 8 may 2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, 124 items of the same lot have been already sold without any similar reported events.

Event description:
Second revision surgery performed 9 months after the first revision surgery due to an infection and the pathogen is unknown. The surgeon removed all hardware and implanted a new femur and insert to act as a spacer. The first revision surgery was performed due to an infection (insert revised).